Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. It was reported that the keypad cover was missing/peeling prior to the tactile change. The reporter stated that there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the keypad was found to be torn and punctured. All keypad buttons were intermittently responsive. During investigation the keypad was removed and contamination was observed under all contacts. Unrelated to the complaint the audio bolus button was found to be punctured. Additionally the display screen was faded and the letters were red. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.